Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and drawer 5.1 device not detected on bus. The customer reported that the malfunction resulted delay in dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer replaced the retractor band in auxiliary drawer 5.1. After replacing the part, the customer logged in and verified the drawer functionality. Everything worked without issues. The system functioned as intended after the field service engineer repaired the device.